Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump fell and cracked. The customer stated that the piece where you screw the reservoir in broke off so it is loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.